Event description:
During percutaneous placement of a gore hemobahn endoprosthesis, the deployment line broke, resutling in a half-deployed device. The pt had to be taken to the or theatre for device removal and implantation of a bypass graft.